Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a confused patient managed to disconnect the secondary tubing, which was set-up to infuse a bolus dose potassium phosphate 250ml. The device does not have the ability to detect the disconnection of a secondary line and stop the infusion whenever this issue occur. It was noted that the patient received the volume from the primary bag instead. The patient¿s blood glucose increased from 8.0 to 15.4 mmol/l. The primary fluid was dextrose 5% in water, which was ordered due to the patient¿s diabetes. Potassium phosphate was the secondary medication but also mixed in d5w. It was felt that the patient did not receive any of the potassium phosphate as the bed was soaking wet where the disconnected secondary had drained onto, so a second dose of potassium phosphate was obtained and given. This meant that the patient received 500 ml of d5w (instead of only 250 ml): 250 ml from the primary bag that the pump gave instead of the dose of potassium phosphate from the secondary, and then another 250ml of second dose of medication to replace the dose that the patient did not receive. And then patient had to receive additional doses of corrective insulin on top of his scheduled insulin.

Event description:
It was reported that a confused patient managed to disconnect the secondary tubing, which was set-up to infuse a bolus dose potassium phosphate 250ml. The device does not have the ability to detect the disconnection of a secondary line and stop the infusion whenever this issue occur. It was noted that the patient received the volume from the primary bag instead. The patient¿s blood glucose increased from 8.0 to 15.4 mmol/l. The primary fluid was was dextrose 5% in water, which was ordered due to the patient¿s diabetes. Potassium phosphate was the secondary medication but also mixed in d5w. It was felt that the patient did not receive any of the potassium phosphate as the bed was soaking wet where the disconnected secondary had drained onto, so a second dose of potassium phosphate was obtained and given. This meant that the patient received 500 ml of d5w (instead of only 250 ml): 250 ml from the primary bag that the pump gave instead of the dose of potassium phosphate from the secondary, and then another 250ml of second dose of medication to replace the dose that the patient did not receive. And then patient had to receive additional doses of corrective insulin on top of his scheduled insulin. A copy of cmdsnet report was received from health canada, which states "patient receiving IV d5w @125 x8hrs - was currently infusing IV kphos replacement. Patient was restless and trying to remove his gown and in the process detached secondary line. When I returned from break the pump had not alarmed to alert the detached IV but the primary bag was empty ? Infusing at the secondary rate still? Unable to tell how much IV fluid went into the patient as the patients bed was also soaked and the secondary line was hanging in his bed"

Event description:
It was reported that a confused patient managed to disconnect the secondary tubing, which was set-up to infuse a bolus dose potassium phosphate 250ml. The device does not have the ability to detect the disconnection of a secondary line and stop the infusion whenever this issue occur. It was noted that the patient received the volume from the primary bag instead. The patient¿s blood glucose increased from 8.0 to 15.4 mmol/l. The primary fluid was dextrose 5% in water, which was ordered due to the patient¿s diabetes. Potassium phosphate was the secondary medication but also mixed in d5w. It was felt that the patient did not receive any of the potassium phosphate as the bed was soaking wet where the disconnected secondary had drained onto, so a second dose of potassium phosphate was obtained and given. This meant that the patient received 500 ml of d5w (instead of only 250 ml): 250 ml from the primary bag that the pump gave instead of the dose of potassium phosphate from the secondary, and then another 250ml of second dose of medication to replace the dose that the patient did not receive. And then patient had to receive additional doses of corrective insulin on top of his scheduled insulin.